Event description:
It was reported that shaft break occurred. A 3.00mm x 15mm emerge balloon catheter was selected for use. However, when the balloon was loaded over a non-bsc guide wire in a rough manner and the distal shaft was snapped midway between the hub and the balloon. The procedure was completed with another of same device. There were no patient complications reported and the patient status was fine.

Manufacturer narrative:
The returned product consisted of an emerge mr balloon catheter. The device was microscopically and visually examined. The hypotube of the device has numerous kinks. There was a separation of the hypotube 93.4cm from the strain relief. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 3.00mm x 15mm emerge balloon catheter was selected for use. However, when the balloon was loaded over a non-bsc guide wire in a rough manner and the distal shaft was snapped midway between the hub and the balloon. The procedure was completed with another of same device. There were no patient complications reported and the patient status was fine.